Event description:
It was reported that the customer was hospitalized due to high blood glucose. Caller stated that the customer wanted to order replacement of infusion sets because they may be malfunctioning. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.